Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the left monitor on the 9800 system does not come up until you reboot. There was no report of patient injury.